Manufacturer narrative:
Eval summary: customer reported a needlestick injury. They allege that the event was due to the needle not locking into the safety position. One used infusion set was returned for eval. Visual examination revealed that the safety arm was in the down position with the needle straight, fully extended, and the tip exposed. Microscopic examination revealed the needle capture shelf to be pristine with no scratches or gouges. The needle was retracted per the IFU. It clicked into place normally, giving both an audible and tactile indication of lock-up. Unable to confirm customer's complaint.